Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One 0.038 in. Guidewire, one 14 fr dilator, and one 13 fr dilator were returned for evaluation. An initial visual observation showed the guidewire was severely unraveled and twisted and was observed to be broken about 71 cm distal to the proximal end of the guidewire. The unraveling was observed to begin approximately 53 cm distal to the proximal end of the guidewire. Blood residue was observed on the returned samples. A microscopic observation revealed all of the break sites of the guidewire were tapered and mostly smooth and granular in texture. The location and features the break sites as well as the severity of the unraveling of the outer coil wire are evidence that the guidewire was most-likely broken during withdrawal. The product IFU cautions: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the guide was stuck while trying to pass, with caution the doctor removed the guide along with the needle. There was no reported patient injury.